Manufacturer narrative:
(B)(4) the customer returned one turnpike spiral for evaluation. Signs of use were observed. Visual analysis revealed significant damage to the distal tip of the catheter. The proximal portion of the tip was separated from the body of the catheter. Portions of the ptfe liner and metal braid were visible. Twists and deformations were also visible at both ends of the separation. A minor kink was also observed on the catheter body. No defects or anomalies were observed on any other potion of the returned device. The customer report of catheter tip damage or separation was able to be confirmed through investigation of the returned sample. Visual analysis confirmed that the distal tip of the catheter had become separated. Significant damage was observed on the distal tip of the main catheter body and the proximal end of the separated tip piece. A device history record review was performed, and no relevant findings were identified. Additional information was received. The vessel was heavily calcified, and the turnpike tip was trapped in a lesion. The physician stated the device was "overclocked" and torqued excessively and does not believe it to be a product failure. The broken tip of the turnpike was retrieved from the patient using a trapliner and a balloon. Based on the information received and the returned sample, user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "broken in a vessel and took an hour to retrieve." Additional information: "physician admitted to "overclocking" and stated that he doesn't believe it was a product failure. Trapliner and a balloon were used to maneuver and retrieve the broken tip of the turnpike spiral."